Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer called after receiving multiple "replace battery" and "low battery" alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails, cracked keypad overlay. Device passed displacement test; it failed sleep current measurement and active current measurement tests. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool in combination with the unit's pump history file reveal that a 58=failed battery test occurred at (B)(6) 2021 11:02, (B)(6) 2021 15:26, and (B)(6) 2021 12:24 and that a 104=low battery alert occurred at (B)(6) 2020 09:37 and (B)(6) 2020 16:48 which are within the expected interval of 2 weeks within each other. Finally did not note any unusual pump errors that have occurred after or within these times. The case was cut open. After visual inspection, there are signs of previous moisture presence in/around the following: battery compartment, battery board; pcba1--back of the lcd screen, couple components on the lcd assembly. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement fell within specifications again, but after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement read high. In summary, the customer's concern about "replace battery" and "low battery" alarms was confirmed during testing. The high current measurements and the "low battery", "change battery" alerts that result from it are due to the moisture damage on pcba1.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.